Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the single board computer. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display the image preview and orientation as misaligned images. No pt injury was reported.